Event description:
Caller reported incorrect pump bolus calculation noticed before delivery confirmation. Customer's blood glucose level was 50 mg/dl. The customer address their bg by drinking juice. Technical support educated the caller on correction bolus calculations considering insulin on board, and confirm with the pump logs the pump was functioning as intended base on settings.